Manufacturer narrative:
There was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0189456 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump doesn't recognize the battery, but the lights go on. Not recognizing the syringe size. No patient injury reported.